Event description:
Customer reports erratic readings caused him to dose additional insulin based on a high reading in a pair of back to back tests. Customer reportedly received the following results on the aviva system within 10 minutes: 115 mg/dl and 379 mg/dl. He was found unconscious on the floor and emt's were called. No time frame provided from the time of the insulin to the time he passed out. He was admitted to the hospital and remained there for two weeks. He declined to give any additional information regarding the event. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.